Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of their father, the customer, who obtained higher values when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021 at 13 pm, a sensor scan of 9 mmol/l was obtained and the customer lost consciousness while in the center of town. Emergency services arrived at 13:30 pm, and a glucose test of 1.5 mmol/l was obtained on the hcp meter and the customer received an unspecified intravenous infusion for treatment. No further information was provided there was no report of death or permanent injury associated with this event.